Event description:
It was reported that the cine playback was not functioning. This could prevent the cine function from operating. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury of death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was evaluated and replaced. The system was tested and found to be working as intended and return to service.